Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported ten patient interfaces (pi) lost suction. Additional information has been requested. There are multiple related reports for this facility. This report addresses patient interface #2 and other manufacturer reports will be filed.